Event description:
I had lasik eye surgery and it ruined my healthy eyes. I had dry eye condition unknown to me before the surgery and this type of surgery exasperate this condition. Immediately after surgery and to this day I regret ever having this procedure. This procedure "thined" my corneas, ruined my membobien glands, cause eye strain, eye pain, increases early cataracts, and decreased my vision. My vision is characterized by having constant blurriness, halos, double vision, light sensitivity, poor night vision, starburst, and glare. My physician was a corneal specialist dr (B)(6) he used a all laser procedure and intralase to do the flap. I have had plugs, chalazion removal, ipl procedures and tearcare procedure. I have a surgical appointment to remove rouge eyelash trichiasis and also cataracts. I am (B)(6) and have very poor vision. I have spent thousands of prescription drops and over the counter aids. Please stop this procedure. I am worried that people do you not understand the risk of a laser lasik procedure. Many people are getting it along side new cataract lenses and I just cringe. Please stop this madness. FDA safety report ID# (B)(4).